Manufacturer narrative:
The reported event of loss of capture was confirmed. As received, a complete lead was returned. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. X-ray examination of the lead found the inner coil appeared to be fractured distal to the suture sleeve tie impression. Scanning electron microscope analysis was performed and confirmed that all inner coil filars were fractured. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the heart and to the inner coil being fractured consistent with bending fatigue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead had failed to capture. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.